Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-00182. Additional information received clarified the reported issue is related to the thoracic ipg (serial # (B)(4), lot # 4212209). Additionally, the patient underwent surgical intervention on (B)(6) 2016 wherein the ipg was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI: (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-00182. It was reported the patient experienced discomfort at the ipg site. Surgical intervention will be taken at a later date to address the issue. The patient received two ipgs and it is unknown which one is related to the issue. Therefore, both the devices are being reported.